Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported a problem in aspiration, aspiration stops intermittently. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the event took place during the phacoemulsification phase of cataract extract with intraocular lens implant procedure aspiration was intermittent. The case was completed as planned. There was no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was replicated. The fluidics module was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 1, 2014. Based on qa assessment, the product met specifications at the time of release. The cause of the reported event can be attributed to the non-conforming fluidics module and fluidics controller pcba. However, how the fluidics module and fluidics controller pcba became non-conforming remains inconclusive. (B)(4).